Manufacturer narrative:
The device was discarded by the customer; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette was missing the safety cap on the drain line. This was noted before use. There was no patient injury or medical intervention associated with this event. No additional information was available.